Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that on the first 5 proximal rows, the stent appeared undamaged and the rest of the distal section of the stent was damaged with stent struts distorted and stretched in a distal direction extending over the distal end of the tip. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement which is within the specification. Stent damage most likely occurred due to handling of the device during unpacking or preparation. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 24 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during removal of the device from "its support, the stent remained hooked." The device was not used and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 24 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during removal of the device from "its support, the stent remained hooked." The device was not used and the procedure was completed with another of the same device. There were no patient complications reported.